Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Clip applier ca090 (as above) failed to close resulting in clip falling off vessel. After repeated attempts clip applier continued to fail." Type of intervention - potential bleed (they used another brand of clip applier as listed above on very first question - ligaclip 10mm applier from johnson & johnson.) Patient status - stable (nil bleeding following this and patient stable before leaving unit.)